Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as days after stent implant). Plavix, aspirin, lotrel, prozac, zocor, metformin. There was no reported product deficiency. The reported hypersensitivity is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that a promus stent was successfully implanted in the mid circumflex coronary artery on (B)(6) 2011. Days afterward, the patient developed a generalized rash, suspected to be nickel or everolimus allergy since no other obvious source was found. All concomitant medications, plavix, aspirin, lotrel, prozac, zocor, and metformin, were held for several weeks without change in rash. Oral prednisone and topical steroids were given with only temporary improvement. All concomitant medications were resumed and the patient is currently being treated with benadryl. No other treatment is planned. No additional information was provided.